Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the hospital received a "device reset alarm" dated of (B)(6) 2023. After interrogation, the device showed a message with 3 resets. The patient reported that on (B)(6) 2023 the device was interrogated in another hospital during a routine cardiology visit - the cardiologist didn't report any reset.

Event description:
Reportedly, the hospital received a "device reset alarm" dated of (B)(6) 2023. After interrogation, the device showed a message with 3 resets. The patient reported that on (B)(6) 2023 the device was interrogated in another hospital during a routine cardiology visit - the cardiologist didn't report any reset.